Manufacturer narrative:
Evaluation summary: with the available information, a cause cannot be definitively determined. Evaluation: device history records indicate all components were manufactured and inspected to specification. Dimensional values not taken as per is related to infection. Regarding the returned articular surface, the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. Regarding the hinge service kit, no lot number was provided; therefore, device history records could not be reviewed.

Event description:
It is reported that the patient was revised due to infection.